Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, h6 (patient and device codes) investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ, vena cava perforation, pain. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant in 2015 via the due to deep vein thrombosis (dvt). Patient is alleging organ perforation. The patient further alleges pain. Per computed tomography report, "there is an inferior vena cava filter present. The cephalad apex extends above the bilateral renal veins, extending into the suprarenal ivc. The long axis of the ivc filter appears oriented to the long axis of the ivc without significant tilt. The cephalad apex does not abut the ivc wall. There is no evidence of a fractured or significantly bent strut as visualized. There is evidence for the filter strut perforation. There is filter strut perforation along the left posterior lateral aspect with the strut extending into adjacent adipose tissues, approximately 4 mm beyond the confines of the ivc. There is evidence for the filter strut perforation along the left anterolateral aspect extending approximately 3 mm into adjacent adipose tissues although abutting the traversing duodenum. There is a suggestion of filter strut perforation along the right anterolateral aspect extending approximately 2 mm beyond the ivc, abutting the duodenum. There is no evidence of inferior vena cava stenosis. Inferior vena cava thrombosis cannot be evaluated on this study. There is evidence for a common iliac vein stent."

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as gunther tulip. Occupation: non-healthcare professional. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter in 2015, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.